Event description:
It was reported by a mother that her (B)(6) child had just ingested some lens care solution. She was told to contact poison control at (B)(4). The caller disconnected the call before any further info could be obtained. No further info is available. Based on the limited info available, this event should be considered serious at this time.

Manufacturer narrative:
The product was not returned for eval. The lot number is unk. Therefore, a mfg review cannot be performed. (B)(4).